Manufacturer narrative:
(B)(4). Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the permanent damage that the surgeon believes was caused by device? What anatomical structure were the white and blue reloads used on? Were any staple formation issues noted throughout the care of the patient? Does the surgeon wait 15 seconds prior to firing? Does the surgeon pulse fire or fires in one motion? What is the current patient status?

Event description:
It was reported that the patient had active bleeding and had to be admitted to the ICU. There were no opening of the clamps, what happened was that the patient presented local bleeding on all reloads that were used during surgery, in all of the 6 reloads that were used (3 white and 3 blues). During the procedure the patient had hypertension and the doctor performed manual suture in all of the staple lines.